Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 1 month. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced right arm numbness and was admitted to the intensive care unit (ICU). The patient was diagnosed with a mild brain bleed. The patient¿s anticoagulation regimen was adjusted accordingly. The patient¿s recent inr was 3.5. The pump parameters have been reportedly stable. The patient is under observation in the ICU. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported brain bleed could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.